Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery. The reported event did not impact the customer's blood glucose (bg) level; however, the customer experienced an elevated blood glucose level of 286 mg/dl and it was addressed with a bolus. The customer had a surgery and believed that it was the reason for the elevated bg level; however, it could not be confirmed.